Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed. (B)(4). A pneumoperitoneum is a known complication of a peg tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported the patient had a peg insertion that went well however, during the night of the (B)(6) 2021 patient had a strong pain and was brought to the ER. The physician saw that everything was in order and released the patient home. On (B)(6) 2021 it was reported the patient was brought to the ER again due to strong pain, was hospitalized and diagnosed with more air in the stomach than expected. Peg was set up closer and patient was treated with oral antibiotic augmentin. Now released from hospital.